Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found that the solenoid valves were blocked, the reaction cells were wet on the upper surface, and 1 nozzle was overfilling. He removed the valves and cleaned them. Based on the provided data, a general reagent issue can be excluded since qc was acceptable. The root cause was consistent with a blockage/corrosion on the vacuum valve (component failure).

Manufacturer narrative:
The ca2 reagent expiration date was not provided. The c501 module serial number was (B)(6). The customer mentioned that they had qc issues. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 module. Patient 1: initial result: 1.85 mmol/l. Repeat result: 2.63 mmol/l. Patient 2: initial result: 1.61 mmol/l. 1st repeat result: 1.94 mmol/l. 2nd repeat result: 2.06 mmol/l. The customer questioned the initial results and repeated the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.